Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not been received. Upon return of the product for evaluation a supplemental report will be submitted with the evaluation findings. Upon receipt of the results for the device service history record review, a supplemental report will be submitted with the findings.

Event description:
It was reported that the 70cc2 cable was used while monitoring a patient. The cardiac output numbers were fluctuating in a manner that the clinician deemed was not correct in comparison to the patient¿s clinical presentation. The readings fluctuated from 2 l/min ¿ 8 l/min. During bolus mode cardiac output calculations, the value was about 3 l/min. A vigilance2 monitor was also used during the event. The issue was not isolated to either device. There was no inappropriate patient treatment administered. There was no patient injury or compromise. The patient demographic information has not been provided.

Manufacturer narrative:
The suspect 70cc2 cable was not returned by the facility for product evaluation. Edwards is unable to confirm or negate the customer¿s experience without the return of the suspect device. The device service history record review as completed and all manufacturing inspections passed with no non-conformances. In this complaint, there was no inappropriate patent treatment administered. With any hemodynamic monitoring, readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. The vigilance ii operators manual states that the user can check the integrity of the cable with a cable test before use and as part of the troubleshooting process. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. Refer to 2015691-2018-00264 for the vigilance ii monitor submission.